Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient's stimulator wouldn't charge and they were asking to arrange to have their ins jump-started. The patient could usually go 2 weeks between charges and noticed when they went to charge on saturday that they couldn't connect. The patient mentioned their pain was starting to come back "good and fast" just 2 days after stimulation stopped, stating they laid on their back all weekend to avoid pain but had to go back to work today. No further complications reported.